Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range shock impedance greater than 200 ohms. The shock impedance has continued to gradually increase from 154 ohms at the prior check last year. The physician suspects a lead anomaly and has elected to turn off rv therapies for the patient due to a pre-existing condition with a poor prognosis. It was noted there are no plans for a lead extraction or new lead. The physician will continue to monitor the patient via latitude monitoring. The pacing impedance measurement was normal at 591 ohms. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.